Event description:
Low cardiac output prompted nursing staff to abandon continuous cardiac output monitoring to manual injectate probe which gave higher output. After several hours of use, the nursing staff resumed use with another continuous cardiac output monitor. The readings with the manual probe were higher than readings from both continuous monitoring probes. This resulted in a delay of administration of pressor drugs. Concurrently with this event, patient suffered a myocardial infarction.